Event description:
The customer reported that 5 minutes after the beginning of the infusion a leak from the tubing above the blue safeclip occurred. A cytotoxic drug was being infused. No sample was available for evaluation. A sample investigation could not be performed as a complaint sample was not received. A visual inspection on all retain samples of the batch was performed and no non-conformities were found. A free flow/tightness/practical test on one retain sample of complained batch was performed and no abnormalities were found. The review of the production documents did not show any deviation related to the complaint reason. No other complaint regarding this batch has been received. All retain samples were found to be within specifications.